Manufacturer narrative:
Upon the return of the device which experienced the alleged issue, engineering confirmed that the returned device was not a flowonix product. As the device is not a flowonix product, and the manufacturer of the device is unknown, further investigation could not be performed on the device and a root cause for the alleged issue could not be determined. Internal complaint number: (B)(4).

Event description:
Reporter contacted technical solutions and reported a pump explant due to a malfunction. Further analysis of operative notes concluded that there was no pump malfunction, and the issue was catheter-related. The notes stated that the patient initially presented to the ER complaining of leaking from the insertion site of their pain pump for the past couple of days. A CT scan was performed, and it appeared that the catheter had disconnected from the pump and the catheter was unable to be visualized. The patient then went into surgery to address the issue. During surgery, there was no sign of infection, but when the pump site insertion was opened, a rush of clear fluid came out. The physician stated that this was most likely the medication from the pump since the catheter had disconnected. The physician explanted the patient's pump and catheter and replaced the devices.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter kit function. Device has not yet been returned for additional evaluation and investigation. As additional physical investigation has not yet been performed, a definitive root cause can not be determined at this time. If/when additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).